Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were visited to emergency room due to unknown reason on unknown date with blood glucose of 173 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer reported that they received the open book image on the insulin pump screen. No further complications were reported. The customer will discontinue to use the device.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Pump passed the displacement test, rewind test, prime/seating test, occlusion test, sleep current measurement test, active current measurement test, self test and dat at 0.08700. Thus and carelink software was utilized and downloaded trace/history files properly. However, pump failed or no "no delivery" alarm occurred during the basic occlusion test and force sensor test. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, motor, keypad flex tail and j6, j7, u28 on the pcb 1. The force sensor offset measured (23.0 mv). In further full review in the pump history on (B)(6) 2022 at 00:00:01 found pump error 3 alarm (linenumber = 2803, filenumber = 2002). Customer alleged not confirmed for the pump having open book image. However, found pump error 3 alarm in the pump history due to moisture damage on the electronic assembly noted. Also, no "no delivery" or absence of no delivery alarm due to moisture damage on the force sensor. Unable to verify customer alleged for high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer had an open book image on the pump screen. Customer did not have any harm but went to the hospital to get backup insulin. Incident date was (B)(6) 2022. Customer's blood glucose was 173mg/dl. Pump returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Health effect - clinical code & impact code in h6 section and type of reportable event in h1 section, which was provided in the initial report was incorrect. Provided correct codes with this report under h6 & h1 sections.